Event description:
Procedure open anterior resection/cancer. Pt male. According to the reporter: no intra-operative problems were noted. The pt was re-operated, a new anastomosis was performed, and temporary ileostomy was set. The pt is currently in stable condition.